Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the pacemaker exhibited multiple pacemaker mediated tachycardia (pmt) episodes that appeared to be triggered during ectopic beats or an atrial threshold test. The pacemaker was programmed to vvi which in turn reduced pmt. No adverse consequences were reported.